Event description:
It was reported that the anesthesiologist had a difficult time getting the endoplege catheter through the introducer, it 'kept catching'. They were able to get it placed into the coronary sinus, but it popped out. The surgeon dr. (B)(6) removed the catheter, and when he tried to put it through the introducer a 2nd time could only advance it about an inch. It wouldn't go through the introducer. There were no patient-related problems due to the product complaint, but use of the ep was abandoned. The or staff was asked to keep the products for return.

Manufacturer narrative:
Resistance between endoplege catheter / introducer; use of product abondoneddevice has not yet been returned for evaluation however a corrective action is open that is applicable to the reported event for resistance between the endoplege and introducer fit.

Manufacturer narrative:
(B)(4). On 3/1/2011 - the introducer used with the ep catheter was returned and evaluated by engineering in (B)(4). The introducer is manufactured in (B)(4) and sent to accellent in (B)(4) to be kitted with the ep. Accellent verified that the above listed introducer lot numbers were used with the ep lot. A device history record review performed indicated that there were no conformances associated with the lots. The ep catheter was passed through the sheath introducer and there was resistance observed then as the ep passed through the valve and about the kinked region of the sheath. A product risk assessment and a corrective action were initiated to determine and address the root cause of complaints having issues with the catheter - introducer fit and kinked catheter due to increased resistance through the sheath introducer and are applicable to this event. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. Visual inspection of the sheath introducer revealed that there was a kink on the sheath close to the hub as shown in figure 1 below. There were several kinks on the ep shaft at 57 mm, 67 mm and 83 mm from the distal end and between the 30 - 35 cm and 40 - 45 cm markers.